Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare to report that their spacelabs ultraview sl command module failed to detect that a patient was experiencing ventricular tachycardia. No patient or user harm was reported. The user was advised to swap the module for a known working module. Multiple unsuccessful attempts to follow up with the customer were made. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.